Event description:
Patient had covid-19 swab ordered. Rn went to obtain covid-19 specimen via nasopharyngeal swab. While rn was swabbing patient; the tip of the covid-19 swab broke off prior to the rn removing swab. Ccm crnp attempted to remove swab from patient's r nare using nasal sputum kit and was unsuccessful. Patient required bronchoscopy and dr. Was able to remove fractured nasopharyngeal swab. FDA safety report ID # (B)(4).